Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding gastroscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, the first band was unable to deploy properly. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. The speedband superview super 7 device was not returned for analysis; however, media inspection of the pictures provided showed that the bands were overlapped. No other observations could be made due to the absence of the physical device. The reported event of bands unable to deploy was confirmed based on the evidence available. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. While the device history record indicated that the device met all manufacturing specifications prior to distribution and no manufacturing deviations were identified, the lack of device return prevents a conclusive determination of whether the failure was caused by procedural factors or a potential device related issue. Due to limited evidence and the inability to perform a full analysis, the most probable root cause assigned is unable to exclude device problem.